Event description:
A surgical assistant reports that a small defect was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens.